Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that intermittent occlusion alarms occurred. Customer performed a supply change to address both issues. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.